Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 66 year old male of unknown race with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported the patient experienced a left ventricle perforation coinciding with impella support. While examining the patient for pericardial effusion, it was discovered that the pigtail of the impella was through the left ventricle. As a result of the noted issue, the patient was scheduled to go back to the operating room for pump explant and ventricle repair. The physician noted unsure if there was a free wall rupture during CPR of during mi. The patient was considered stable at the time of the report.

Manufacturer narrative:
The investigation into the reported ventricle perforation has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The root cause for ventricle perforation remains undetermined since neither the product nor sufficient clinical information were provided. It is unknown if the perforation occurred during cardiopulmonary resuscitation or myocardial infarction. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿